Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported several teeth on the upper and especially lower rows are still not straight or aligned. The clinical support assessment team requested the patient to provide diagnostic findings for doctor of dental surgery visit and chipped tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.